Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 20 days post-implant, it was reported that the pt suffered catastrophic cerebral bleeding and expired. According to the physician, it was not device related; however, a cause for the cerebral bleed is not known and an autopsy was not performed.

Manufacturer narrative:
(B)(6). The pump was not explanted from the pt. A correlation between the device and the reported event could not be conclusively determined. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further info is available. The manufacturer is closing its file on this event.